Manufacturer narrative:
The therapist went to visit the home, review the product and create a checklist for the nurses that work with this pt. At that time, the therapist verified that the family had the product owner's manual which includes the instructions for use and maintenance instructions.

Event description:
Received a call from a physical therapist requesting more info on the easystand evolv as she was putting together a checklist to train nurses that work with a pt. After further discussion, she informed me she had a pt that is required to be under 24 hours supervision and there had been a situation where one of the nurses caring for the pt had stepped away briefly to use the rest room; during this time the pt had a seizure while in the standing frame. The pt was found in a folded over position in the standing frame with the table pushed forward and as a result the pt suffered a fractured tibia. The therapist could not verify exactly how this occurred, but she did not believe there was anything wrong with the standing frame. She informed me that due to their internal protocol that the nurses could not use the standing frame until they were all properly trained, which is why she was putting together a checklist.